Event description:
Procedure performed: epidural injection/placement in epidural space. Percutaneous epidural spinal cord stimulator lead implant placement. Complex spinal cord stimulation trial. Using fluoroscopy, the t12 level was identified. The entry point was determined to be between l1-2 just to the left of midline. A marker was then placed two segments below the previously determined entry level. The superficial tissue was anesthetized initially with a 27- gauge 1.5-inch needle. A 14-gauge 6-inch tuohy needle was then advanced down to the lamina of interest just to the left of midline. The needle was then walked off the lamina into the ligamentum flavum. Using the loss-of-resistance technique and lateral visualization, the epidural space was easily located this time. The trajectory of the needle was checked in ap and was noted to be towards midline. An octrode lead was then advanced under lateral live fluoroscopy through the previously placed needle and proper posterior placement of the lead was noted. The octrode was sheared in half at the midpoint proximal to the ligamentum flavum leaving half of the lead in the epidural space and the other half buried in ligament. The skin was cut down to the subcutaneous tissue with 11 blade and electrocautery. Instrument retrieval was done to retrieve the remaining portion of the lead. All counts were confirmed with fluro; the complete lead was retrieve in 3 parts. The skin was then closed with 2-0 vicryl for subcutaneous and subcuticular layers. The superficial skin layer was approximated and covered with steristrips and mastisol. The patient was taken from the procedure room to the recovery room in good condition.